Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had loss of audio. Customer's blood glucose value was unknown at the time of the incident. Customer stated that they were able to hear the loudest beep at 5 but was unable to hear the lowest beep and that the vibrate was not significant enough as well. The customer was not assisted with troubleshooting. The device will not be returned for analysis.